Event description:
The technician alleged that the brake would set but not hold. No pt impact.

Manufacturer narrative:
The technician found a broken sheave stud on the base frame and a bad brake mechanism assembly. The technician replaced the base frame and brake mechanism assembly to resolve the issue.